Event description:
It was reported that the helix would not deploy. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: evaluation summary: (B)(4) : the full lead was returned and analyzed; the lead helix was disengaged from helical channel. Blood/body fluid was present on the distal conductor and in/on the helix mechanism. The distal conductor was distorted.